Manufacturer narrative:
D10: 180-01-56 - nv crown cup clstr hole 56mm group 3: 1915814, 122-65-35 - 6.5mm acetabular bone screw 35mm: 1910522, 122-65-30 - 6.5mm acetabular bone screw 30mm: 1653657, 138-36-53 - nv gxl lnr, 10 deg face, 36mm ID, grp 3 cup: 1762218, 142-36-93 - cocr fem head 36mm -3.5 offset 12/14: 1646766, 160-71-15 - nv cemented plus ext size 15: 1436857, pc-14 - stem centralizer 14mm: 1362270. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported in a clinical hip study approximately 15 years ago a patient underwent a left total hip arthroplasty. Subsequently 11 days post op, the patient experienced a dislocation of the left hip and underwent a closed reduction. The patient outcome was reported as resolved. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The cause of the patient¿s dislocation reported in this event cannot be conclusively determined; however, it may be due to soft tissue tension, implant positioning, and/or implant selection. However, the failure could not be confirmed because the relevant patient information, images, or radiographs were not provided. Dislocation and subluxation are known risks, as outlined in the IFU. A review of complaint history determined that no further action is required as no trends were identified. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.